Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited loss of capture due to dislodgement confirmed via x-ray. The healthcare professional inquired about performing an MRI in which technical services (ts) stated this should not be performed when a lead is dislodged. Currently, this lead remains in service. No additional adverse patient effects were reported.